Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a new infarction that is likely ischemic. Neurology believed the stroke happened on the evening of (B)(6) 2021. The stroke was embolic and confirmed through computed tomography (CT) scan. There was no new information on the ventricular assist device (vad) log files. The flows were 3.0 lpm and anti-coagulation was stable. The patient had an on going concern for worsening neurological status that was masked by renal failure on (B)(6) 2021. The patient had many pulsatility index (pi) events from (B)(6) 2021 to (B)(6) 2021, but no low flows or high power alarms. The pi events have resolved with less than 10 in 24 hours. The patient had a gastrointestinal (gi) bleed overnight on (B)(6) 2021 and experienced a drop in hematocrit levels, which required a blood transfusion. The patient had continued altered mental status and guarded neurologic prognosis. The patient's renal failure was confirmed and she was placed on continuous renal replacement therapy (crrt) with intermittent diuretic challenges. The gi bleed resolved.

Manufacturer narrative:
Manufacturer investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not conclusively be established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 06aug2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU), rev. C, is currently available. Section 1 of this document lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure, and right heart failure), bleeding, stroke, other neurological event (not stroke-related), and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 1 provides an explanation of all pump parameters. Section 4 explains that pulsatility index (pi) events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events, and may be initiated for reasons other than true pi events. Some reasons include sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. There are no audible alarms with a pi event. Section 6 entitled ¿patient care and management¿ also lists neurological dysfunction as a potential late postimplant complication. Section 6 ¿patient care and management¿ (under "anticoagulation") outlines the recommended anticoagulation regimen (including international normalized ratio (inr) range) for patients using the heartmate 3 lvas as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away due to multisystem organ failure. Support from the ventricular assist device was withdrawn prior to patient death. The device operated as expected and the death was not considered to be device related.